Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported malfunction could not be confirmed or duplicated. The probable root cause was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump that was not properly calibrated and that it had delivered an excessive dose, which resulted in numbness in the patient's hand and upper arm, as well as nausea. Per reporter, the issue occurred while in use with a patient at the patient's home.